Event description:
It was reported that the customer was experiencing high blood glucose levels of 531 mg/dl. The customer stated that he did not believe he was receiving the bolus he programmed. The customer stated that he saw the set had come off. Advised customer than it was more than likely that he did not received the bolus. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.